Manufacturer narrative:
Insulin pump received with intermittent button response die to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained and cap sticker.

Event description:
It was reported that the customer had a button error alarm on insulin pump. The customer's blood glucose level was 252 mg/dl. The customer was advised to disconnect to the insulin pump and revert to backup plan. The customer was advised that the insulin pump was going to be replaced. No further information was reported. Diabetes mellitus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).